Manufacturer narrative:
The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, end cap address label missing, cracked retainer and missing battery cap contact. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.